Event description:
It was reported that an asymptomatic patient presented in clinic during follow-up with a device that was post-paced t-wave oversensing. The oversensing was noted on a real-time egm. Programming changes were recommended. Device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.